Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently forgot to note about the patient having low battery.

Event description:
Additional information was received which indicated that the patient needs a battery change urgently as their battery is very low and the patient is having an increase in seizures. Per the physician's assessment the increased seizures are related to the low battery.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
It was reported that the patient experienced an episode of cluster seizures and/or status recently and has been referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.